Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope displayed no picture on the screen, just when they plugged in the video scope. The issue occurred during installation. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, other reportable malfunctions minor scratches on frame and loose light guide adapter were identified during the device evaluation. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the device has distorted image. However, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope displayed no picture on the screen, just when they plugged in the video scope. The issue occurred during installation. There were no reports of patient involvement.